Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a moderately calcified right common femoral artery was achieved using a perclose proglide device. Reportedly, two weeks after arteriotomy closure with a proglide device, the patient complained of right leg pain with numbness. An angiogram revealed an occlusion at the access site. Contralateral access was obtained and the site was dilated with a 4x20 armada peripheral dilatation catheter, 6x20 armada, 7x20 armada. After dilatation using an 8x20 armada, a flow-limiting distal dissection of the vessel occurred. The inflation pressure of the 8x20 armada was not specified. The dissection was surgically repaired and the access site was surgically sutured to achieve hemostasis. Hospitalization was extended as a result of the reported experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada device was filed under a separate medwatch manufacturer report. The right common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.